Event description:
The customer reported a leak at the probe of the unicel dxh 800 cellular analysis system while running samples. The customer stated the instrument was leaking from the sample aspiration module to the top of the sample stoppers and onto the barcodes. The volume of the leak was about 1 ml and was not contained within the instrument. The customer did not report any error messages at the time of the event. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe and the rinse cup were misaligned. The fse realigned the probe and the rinse cup, which repaired the leak. The repairs were verified per established procedures. (B)(4).